Event description:
The patient called to get further information about the recall on the insulin sets and to report she did have an incident, where the tubing separated at the luer lock. She stated, the infusion set tubing completely separated during the night, which she noticed when she awoke. She said her blood glucose tested at 387 mg/dl with her normal range being 100 mg/dl or less. She stated her only symptom was fatigue. The patient stated, she changed her tubing and gave herself a bolus of 2 units of insulin to correct her high blood glucose levels. At the time of the call, the patient's blood glucose reading was 85 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.